Event description:
The customer reported that "white plug in clc2000 failed to release which allowed blood to back up in a' PICC line. Co losts the PICC line as a result of the product failure." No pt harm reported but PICC line had to be replaced. The clc2000 was a component in a luther medical pediatric PICC start kit.